Event description:
CT scanner malfunctioned during scan after contrast given. Pt had to be rescanned on different scanner. Pt unable to get contrast study completed at this time. Will have to be rescanned at a later date.